Event description:
A discordant high troponin result was generated by the dimension rxl max with hm system. The discordant result was released from the laboratory and not questioned by the physician. The customer recentrifuged then retested the sample on the same system and a back-up system and obtained a result within expectations. The customer called the attending physician and issued a corrected report. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.

Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc). After reviewing the instrument data and sample preparation information provided by the customer, the tsc determined that the cause of the event is not known. The tsc instructed the customer to reseat and align the sample probe then rerun the system check two (2) times. The instrument is performing within specifications. No further evaluation of the device is required.